Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated creatinine2 on the alinity c processing module for a 79-year-old male patient. The following results were provided (reference range, male 58 -110 umol/l, female 46 - 92 umol/l): (B)(6) 2026, sid (B)(6), initial creatinine result= 292 umol/l; repeat results (analyzer (B)(6)) = 96.4 umol/l and 99.3 umol/l. Historically the patient has results around 90 umol/l. There was no impact to patient management reported.